Event description:
High pacing impedance (>3000) reported starting (B)(6) 2022. The threshold test began failing on the same day. Intermittent noise was seen on hmsc recordings. A full lead evaluation was recommended. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High pacing impedance (>3000) reported starting (B)(6) 2022. The threshold test began failing on the same day. Intermittent noise was seen on hmsc recordings. A full lead evaluation was recommended. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.